Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Cont e1 phone number- (B)(6). Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device.

Event description:
Physician reported right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Lab analysis was corrected to be performed for capsular contracture. Updated device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening assessed as fold flaw opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Clarification to d6a partial implant date: 2012 was provided. Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side capsular contracture baker grade iii. Device has been explanted. Treatment: device removal, capsulectomy.